Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a 4.0 mm diameter screw was marked and packaged as a 3.5 mm diameter screw. This was found upon receipt and was not associated with any surgery.

Manufacturer narrative:
The returned screw was examined; the diameter actually measures 4.0mm however the laser marking indicates it is 3.5mm. The complaint is confirmed. An investigation into the manufacturing of this lot determined that this was the only piece affected and the issue is attributed to the supplier of this piece.